Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument may have broke in sterile processing. Update mar 29, 2016: follow-up with the sales rep indicates the spring came out of the housing where the modular pieces are added. Now there is no way for anything to lock in place.

Manufacturer narrative:
Lot code added h0600. Manufacture date added jun 15, 2000. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed the reported stripped condition. The damage is consistent with wearing of the locking features after being subjected to heavy usage and contact with hard cortical bone. The root cause is attributed to device wear from normal use and servicing. The instrument is old (mfg 2004) and has been subjected to heavy usage. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.